Event description:
It was reported that during an anterior resection procedure, the instrument would not staple but cut on the rectum. The surgeon reanastomosed with hand suture. The case was completed with a similar device with no pt consequence.